Event description:
The customer reported to olympus, the bronchovideoscope had no image and the screen was blacked out. The issue was found during maintenance. Upon inspection and testing of the returned device, foreign material was found in the scope instrument tube and angle rubber due to insufficient cleaning. There was no report of patient harm or user injury associated with this event..

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the image was okay. The distal end had a dent and a scratch. The adhesive on the bending section cover had a stain. The bending section cover had foreign objects. The connecting tube had a stain. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a scratch. The grip had a scratch and a dent. The control unit had a scratch. The up/down angulation lever plate had a scratch and a stain. The angulation lever had a scratch. Switch 1 had a scratch. The switch box had a scratch. The angulation lever had a stain. The universal cord had a dent. The suction connector had a scratch and was deformed. The light guide glass had a dent. The channel tube had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. I a review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the reported no image and blackout image cannot be reproduced and an occurrence of the cause could not identify. Also, the foreign material could not be identified either. Foreign material may not have been removed due to physical damage of the device even when the device was properly reprocessed. Physical damage at the detection area of the foreign material was found. It was confirmed that reprocessing was performed according to the instructions for use (IFU). However, a root cause of the events could not be specified. The event foreign material can be detected/prevented by following the instructions for use which state: user may be able to detect the event by handling device in accordance with the following IFU. -inspection of the instrument channel. -inspection of the endoscope. -if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control. The event no image can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Ccd damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58. Olympus will continue to monitor field performance for this device.